Event description:
It was reported that patient experienced a loss of therapeutic relief somewhere in (B)(6) 2011. An indium dye study was performed and there was no flow past the pump. Patient sustained no injury; recovered without sequel.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly. A partial catheter was also returned; no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter: model 8703w, lot# l50967, implanted: unk, explanted: unk. Analysis results were not available at the time of this report, a follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee, a process improvement plan and training are in place.